Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has intermittent success passing self-test but failed as blower ramps up. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Failure investigation (fi) lab received the blower assembly for evaluation. Visual inspection of the returned blower assembly revealed no evidence of damage or contamination. Fi technician tested the blower assembly and the blower motor controller with in house power supply and cpu pcba. All parts were installed into the fi test ventilator and performed functional test; no failures were observed. The blower assembly passed all tests. The reported problem could not be confirmed due to fi technician could not duplicate the reported problem. Root cause for the reported issue could not be determined due to no failures were identified.

Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site. The fse replaced the blower motor controller (bmc) to address the reported problem. Failure investigation (fi) lab received the bmc on march 20, 2017 for evaluation; however, the investigation has not yet begun.

Event description:
The customer reported that the unit has intermittent success passing self-test but failed as blower ramps up. Through follow-ups, customer indicated that the unit was not on a patient.

Manufacturer narrative:
Failure investigation (fi) lab received the blower motor controller for evaluation. Visual inspection of the returned blower motor controller revealed no evidence of damage or contamination. Fi technician tested the blower motor controller with in house power supply and cpu pcba. All parts were installed into the fi test ventilator and performed functional test; no failures were observed. The blower motor controller passed all tests. The reported problem could not be confirmed due to fi technician could not duplicate the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not be determined due to no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.